Manufacturer narrative:
An event of patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block appears to be related to procedural conditions. The reported hospitalization, unexpected medical intervention, and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27 mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient was in sinus rhythm. Temporary pacing was used during the procedure. The device was implanted. The final implant depth was 3 mm from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). Post-implant the circulo wire was exchanged for a pigtail catheter to take the post-valve hemodynamics across the valve. The patient presented with complete heart block. The patient's temporary pacing was still in the groin. Back-up temporary pacing was started. After 24 hours the patient did not return to normal sinus rhythm. A permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.